Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a heavily tortuous, heavily calcified, 85% stenosed, de novo lesion in the distal circumflex (dcx) artery. After pre-dilatation, the multi-link 3.5 x 38 mm was advanced; however, it failed to cross an angle of the coronary vessel. The device was withdrawn and stent deformation was noticed due to the interaction between the stent and the guiding catheter. The procedure was continued with 2 non-abbott stents for the lesion coverage. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material deformation (flared struts) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove from the guiding catheter could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.